Manufacturer narrative:
Mindray service rep provided a replacement server.

Event description:
Customer reported the panorama central station server shut down which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.